Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation the implantable cardiac monitor exhibited sensing issue and recorded asystole episode. The patient was seen in clinic at a later date. No changes were made. The issue was resolved. The patient was doing well.